Event description:
The oxygen inlet end of the ambu bag was not properly seated rendering it ineffective in resuscitation efforts- a replacement bag was retreived from the ambulance & used for resuscitation - time lapse between discontinuance of defective bag & replacement, approx. One minute. Patient transported to hospital in full code - CPR continued 30" - patient pronounced/code called. Defective ambu bag discarded by ambulance personnel - no evaluation prior to disposaldevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, device permanently removed from service. The device was destroyed/disposed of.